Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was not confirmed. There were no external signs of abuse or drop damage. The programmer was in good condition and did not require external parts replaced. There were also no signs of burned components on any of the pcba's or power supply. The programmer passed all baseline checks and all incoming analysis.

Event description:
Boston scientific received information that the programmer started smoking and smelled burnt upon interrogating a patient. The field representative will return the programmer back. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the programmer started smoking and smelled burnt upon interrogating a patient. The field representative will return the programmer back. No adverse patient effects were reported.